Manufacturer narrative:
(B)(4). Sample was discarded. If additional information is received, a follow up emdr will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air) alarm that appeared on the homechoice unit during dwell 7 of 9. The technical service representative (tsr) had the home patient (hp) cycle the power, close all of the clamps and disconnect herself from the patient line. The tsr advised the hp to discard the supplies and finish with manual exchange and to contact the nurse about missed therapy. No patient injury or medical intervention was reported.